Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right atrial (ra) lead noted high threshold measurements during the implant procedure. It was also noted the helix had a delay in extension, the fixation tool had to be turned many times before the helix started moving. The physician accepted the measurements and the lead remains implanted. No adverse patient effects were reported.